Event description:
It was reported that the caller needed assistance with updating the pump time due to a discrepancy of more than five minutes between the displayed and actual time. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in updating the pump time and advised monitoring the situation, with the caller acknowledging and understanding the guidance provided.